Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing, visual analysis and x-ray inspections of the lead were normal with no anomalies found except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high pacing impedance. The atrial lead was not used and replaced. The patient was in stable condition.